Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels. The customer's reading was 468 mg/dl. The customer treated with the insulin pump. The customer's symptom included nausea. The customer stated that the time and date were incorrect, and was assisted with correcting the time and date. The customer found a low battery alert in the alarm history. The customer's blood glucose reading went down to mid 300 mg/dl. The customer stopped troubleshooting and stated she would call back to continue later. The insulin pump was not replaced or returned for analysis.